Event description:
The EKG machine was connected to the patient. All leads were receiving signal "collecting 10 seconds of signal"--then auto printed. All flat lines were printed and saved to memory as flat lines. A second EKG machine was connected to the patient and that one worked fine (used the same pads for both machines). The first machine, alligator clip, cable/leadwires were pulled from service and inspected by biomed. The technician manipulated the EKG cacble and leadwires for any abnormal tracing that may result from a bad caable. There were no abnormalities noted. The alligator clips were examined and there was a slight residue build up on one of the clips. The clip was replaced and an auto print EKG provided by the stimulator was okay. The EKG machine was placed back in service with new alligator clips issued with the machine. Staff were reminded that the daily users are to observe for residue on the clips. Gel build-up on the electrode alligator clips can occur over time and could affect conductivity as was the case in this occurrence. There was no adverse outcome to the patient.